Manufacturer narrative:
This is two of two initial/final report being submitted for this complaint with associated manufacturer report 2954740-2016-00117. (B)(4). Very limited information was received. The coil, the unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Under complaint (B)(4), the two cdf10031030, deltapaq, 3x10 microcoil systems were received in separate packaging and unidentified as to which lot number they belong to (c35669 or c36152). In addition, one of the packages under complaint (B)(4) was identified as a cdf10041030 which is not either of the cdf10031030 microcoil systems as contained in this complaint. Due to the fact that both cdf10031030 were not identified as to which lot number they belong to, this microcoil system will be identified as coil ¿b¿ for inspection purposes. As viewed through the returned packaging, unreported damage of the coil being detached and not returned was found, therefore the returned microcoil system cannot be identified as being a cdf10031030, deltapaq, 3x10 microcoil belong to complaint (B)(4), under the (B)(4). Unreported damage of the coil being detached in ¿air¿ causing the protective outer sheath to have been completely melted was found. Laboratory duplication of the field complaint could not be performed due to the coil being detached and not returned. No manufacturing defects were found. Concerning coil ¿b¿: the complaint of the coil unable to be advanced through the unidentified microcatheter cannot be confirmed. Unreported damage by the end user ¿air¿ detaching the coil and not returning the detached coil has also caused the inability to identify the returned microcoil system as the complaint device, therefore without the return of the coil and the unidentified microcatheter used in the procedure, the root cause of the coil unable to be advanced inside the unknown microcatheter cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil unable to be advanced through the unidentified microcatheter cannot be confirmed. The root cause of the complaint event cannot be determined without the return of the coil and the unidentified microcatheter used in the procedure. There is no evidence from the DHR review of the lot# c36152 of any manufacturing issues related to the complaint. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time.

Event description:
As reported by the health care professional, both deltapaq coils (cdf10031030/c36152 and cdf10031030/unknown lot#) did not advance through the microcatheter (competitor's product) body during the procedure. The procedure was treatment of right middle cerebral artery aneurysm. There were no adverse events reported. There were no interventional treatments or surgical delay reported. An adequate continuous flush was maintained through the catheter. There was no damage noted on the microcatheter prior to use. The reported event did not require the exchange of the microcatheter and other products were successfully used with the concomitant devices prior to or after the encountered resistance. Products are available for analysis.